Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on 09/10/2015 with the following findings: review of the pump¿s black box revealed the pump was manually suspended on (B)(6) 2015 at 15:05 and manually resumed at 16:50. The pump was manually suspended on (B)(6) 2015 at 00:17 and manually resumed at 02:11. The total daily dose basal history was appropriate for the user programmed basal rates. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the bolus button was missing. Leak testing confirmed a bolus button leak. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 480 mg/dl with extreme thirst and urination. It was reported the pump¿s casing was damaged and moisture ingress was evident. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious health condition was attributed to a pump malfunction.